Event description:
It was reported from australia that a patient had bilateral knee arthroplasty with use of the image guided system. The patient had dislocation and clunking while in the hospital. The patient is attending therapy for lateral release and has improvement but is still under review. There is no allegation of device malfunction. No additional information is provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00733, 1038671-2017-00734 and 1038671-2017-00735.

Manufacturer narrative:
After further review of additional information received the following sections a3, b4, b5, b6, b7, d4. Expiration date, d6, g4, g5, g7, h2, h4 and h6 have been updated accordingly. The devices were not available for evaluation at the time of this investigation, the device remains implanted. A senior engineer has been in communication with the surgeon and sales representative regarding this issue. The system data was reviewed, and it was determined that the surgeon tended to use anatomical alignment which can force the femur into internal rotation as the knee flexes. This information was shared with the surgeon in july 2017. The average planned axial rotation before and after 7/31/2017 were reviewed, the surgeon has changed their planning strategy. The devices have all been in the field since 2004 & 2005. The company is aware of 11 complaint reports involving patella tracking (non-revisions) since 2014. When compared to the total number of patella's implanted since 2014, this equates to an occurrence rate of less than 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. The company is not aware of receiving any other complaint reports involving a device from these manufacturing lots. This issue does not appear to be manufacturing-related. This issue appears to have been related to the surgeon's use of anatomical alignment which can force the femur into internal rotation as the knee flexes. The patella tracking issue reported was likely due to internal rotation of the femoral component, which led to subluxation of the patella. However, this cannot be confirmed because the component was not returned for evaluation. In a review of the labeling only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. It is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. The op tech has information to assist the surgeon and the surgical team for the best outcome for the patient. This technique guide includes the positioning and site acquisition, all screens are described and illustrated. The summary screen displays both the preop and postop kinematic values. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The patella tracking issue reported was likely due to internal rotation of the femoral component, which led to subluxation of the patella which is related to the surgical technique. This device is used for treatment, not diagnosis. No information has been provided. A2, a4, a5, a6 and b3. Corrected data: b5: describe event or problem - there was no index surgery of (B)(6) 2014 d6: implanted date, d7: explanted date - no explant and h1: type of reportable event.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Right and left patella issues.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Right and left patella issues.